Manufacturer narrative:
Date sent: info anticipated, but unavailable at this time.

Event description:
It was reported that during a radical mastectomy procedure, that the clips were not closing completely on the tissue. Another device was used to complete the case. There were no adverse consequences to the pt.